Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay. The sample was processed on alinity m, on (B)(6) 2021. Result analysis showed that the sample was positive with a cycle number value of 14.2. The result was flagged due to internal control failure. Curve analysis showed an abnormal curve for the target, reference dye and internal control. Despite the internal control failure in the first run, the positive result was reported outside the lab. The customer retested the sample which resulted negative. The molecular application specialist (mas) confirmed with the customer there was no impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The validity of the run / controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified. The run was valid. Review of the amplification curves does show unusual curve on the sample in question. Based on the curve the software determined the correct result. The review of the results log file demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lot 516430 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 516430 is performing outside of established design performance specifications. Quality data review: device history record review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for the above lot. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant result (false positive) for one patient sample when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430. The complaint history review identified one additional complaint ticket that is related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430. The ticket was independently investigated and determined no product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 was not identified.